Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 185cm moderate support straight pt² guide wire was advanced to the lesion. It was noted that the wire broke off. The physician embolized the tip of the wire in the distal vasculature. Stenting using an unspecified stent was performed. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.